Event description:
It is reported by the patient's attorney the patient underwent a left total knee replacement in 2004. Post-op, the polyethylene fractured. As a result, in 2005, the patient's left knee was revised.

Manufacturer narrative:
Evaluatiohn summary: cause of polyethylene fracture cannot be definitively determined. Device and x-rays were not returned for evaluation. Manufacturing records are intact, conforming and indicate manufacture to specification.